Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced multiple leaking insulin cartridges from one box over recent weeks, with one leak occurring away from home and associated with unexplained hyperglycemia with a reported value of 350 mg/dl. The user affirmed correct preparation and connection technique, and the agent advised there were no known widespread cartridge issues or design changes. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included inconvenience and the need for troubleshooting and education. Investigation included a review of product history and field information, confirmation of standard cartridge design, and user technique verification. Investigation of this case revealed no evidence of a device design change or widespread defect, and no device-specific malfunction could be confirmed without product evaluation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to unavailable product for analysis and lack of replicable evidence.